Event description:
Customer reported breast milk 24 cal, given through transpyloric feeding tube was intended to infuse 40 ml over 4 hours at rate of 10 ml/h, but went in much quicker than that. About one hour after infusion started, the nicu patient had a bradycardic episode and desaturation. Stimulation was required and fio2 was increased. About 45 minutes later, heart rate decreased again and patient desaturated, requiring hand positive pressure ventilation and increased fio2. The nurse realized the over infusion during the medical interventions. No further patient/event information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Review of the event logs showed that the user entered the time duration as 30 minutes and started the infusion. The system calculated the rate of infusion for the volume within the syringe of 42.026 ml to be 84.052 ml/h to complete the infusion within 30 minutes. Accuracy verification testing of the syringe device found the device to be within specification. No malfunction of the syringe device is believed to have occurred based on these findings. The root cause for the reported over infusion event is due to a user programming issue.